Event description:
Customer's spouse reported via phone call that customer was hospitalized on (B)(6), 2015 with blood glucose of 1048 mg/dl. Customer was disoriented and legs were weak. Customer was hospitalized due to beginning stages of pneumonia and high blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for high blood glucose. Customer scheduled to call back once in receipt of infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.